Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker's memory content was analysed confirming this observation. The battery status was still "ok". The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, with regard to the issues mentioned in the complaint description the analysis did not show any peculiarity. However, an integrated circuit was found damaged during analysis. Despite of the observed damage, the therapy functions of the device were not compromised and the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. The date of occurrence was not determinable.

Event description:
Ous MDR- bipolar lead failure in both the rv and ra leads was noted, as well as an impedance drop. Both leads are OEM and were left in situ because they were functioning as expected. This pacemaker was returned for analysis. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.